Event description:
It was reported that power on reset was reoccurring. The ipg, lead extension and pt programmer were replaced. No surgical complications were reported. The pt no longer had issues with her device.